Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load process with multiple cartridges. Additionally, it was reported that the touchscreen was cracked and unresponsive. The customer's blood glucose level was 207 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.